Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulator stopped working on the night prior to report and the only time the patient could feel it was when he put his shoulders back. The patient could not feel it in his arm. On the screen the patient saw #1 and 4 bars and 2.0. It was not known if any environmental/external/patient factors that may have led or contributed to the issue. The patient tried to change programs. It was advised to consult with implanting doctor. The issue was not resolved at the time of report. Additional information was received from the manufacturing representative reported that no troubleshooting was done as the patient was visiting with his managing doctor the following day. The cause was suspected to be related to the implanted device and the patient was going to consult with the doctor. It was unknown if the issue had been resolved.